Event description:
It was reported to philips that the system would not be switched on. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the main power distribution unit (mpdu). The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system would not be switched on and determined that the f2 switch was triggered on which was caused by an interruption in the main circuit in the m cabinet (f1). Upon troubleshooting fse checked the system and identified a relay issue in the mpd unit. Fse replaced the mpd unit. After replacing the mpd unit, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint, and through the course of the investigation, it was identified that the event occurred on the (B)(6) 2023. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray system would not be switched on and determined that the f2 switch was triggered on which was caused by an interruption in the main circuit in the m cabinet (f1). The fse switched on the f2 switch which resolved the reported boot up issue. Upon further inspection, fse identified operating room light didn't turn on when the system was turned on. Fse checked the system and confirmed that the relay switch located in the mpd control unit of the m-cabinet was faulty. Fse replaced the mpd unit. After replacing the mpd unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.